Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced occlusion at the tubing that prevent the flow of insulin event on 20-may-2024. Patient blood glucose level was found t be 300mg/dl. Patient changed supplies as necessary and resumed insulin. No further information.